Event description:
During surgery of the throat, the surgeon activated the electrosurgical unit (settings: bipolar 30). The patient experienced a burn on the lip. The unit and its accessories were tested by biomedical services and could not duplicate the event. It was later determined that the un-insulated bipolar forceps touched the mouth retractor which transferred to energy to unintended tissue thereby creating a burn. Insulated forceps will be purchased for use.======================manufacturer response for electrosurgical unit, force fxc (per site reporter).======================representative explained the transfer of energy to un-intended tissue.